Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a device displayed a door latch error. Any patient involvement, injury or medical intervention is unk.